Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty led unit. However, the specific cause of the faulty led unit was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings during device evaluation. Battery depletion was noted and net spacer had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the video processor to olympus as part of a periodic replacement request. Upon evaluation, it was noted that the device exhibited an e105 lamp error. There was no complaint from the customer and no patient involvement.